Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that when the surgeon tried to lift the flap, the anterior portion of the flap was not cut. When the surgeon lifted the flap, the flap ripped "all the way to the white". The treatment was completed and the patient was reported as doing well postoperatively.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. During a onsite visit the fse (field service engineer) replaced f-theta lens and successfully completed system verification to specification. The root cause could not be identified conclusively. Without sample the root cause could not be determined conclusively. (B)(4).